Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please elaborate on the quality issue experienced: ? What do you mean by ""less grippy""? The needle was not got caught properly. A manufacturing record evaluation was performed for the finished device batch 10562p, sxpp2b423 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a breast and endocrine procedure on (B)(6) 2026 and a barbed suture was used. During surgery, the surgeon had an unusual feeling and the surgeon felt that it was obviously less grippy than usual. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.